Event description:
The following was reported by the pt's attorney: on (B)(6) 2004 - pt underwent repair of a hernia defect with composix kugel. On (B)(6) 2011 - the pt underwent explant of the composix kugel. Small bowel adhesions were lysed. The mesh was noted to be rolled into the muscle and very indurated. The attorney alleged the pt continued to experience abdominal pain and discomfort. The pt has suffered and will continue to suffer physical pain, harm and serious and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all the pt, event and device info davol has received to date. Based on the info provided, it is unk whether the mesh caused or contributed to the reported event. The attorney alleges the pt developed adhesions which is a known adverse event listed in the IFU. The mesh was alleged to be "rolled up" upon the explant; however, medical records have not been provided, therefore, the fixation at the time of implant is unk. Additionally, no sample was returned for eval. A review of the mfg records was performed and there was no evidence of mfg related cause for the reported event. With the currently available info, no conclusion can be drawn.